Event description:
The customer reported that the device would not recognize the battery and the battery keep charging for a longtime. The customer reported the unit was in use on pt, but there was no pt harm reported. The biomedical engineer reported the battery was replaced and the reported problem resolved. Unit is now back in service.